Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level remained within the normal range and did not exceed 500 mg/dl.